Manufacturer narrative:
Additional information was added to the event description. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative stated that changing the resolution in the software resolved the issue when the called back into technical services.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9735818, serial/lot #: (B)(4). The I/o panel was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The returned panel was found to be in good condition and passed a continuity test with no opens or shorts detected. No problem found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when trying to slave out from the system to an external monitor it will not function. It displays a blue line at the top and attempts to connect, but it does not. Then they attempted the same process from another system at the site and it functioned as intended. No patient was present at the time of the event. Update from the manufacturer representative (rep) stating that they replaced the I/o panel and the blue line was still the only thing visible on the monitor. Technical services (ts) had the rep bypass the I/o panel and plug in directly to the computer with no changes. Then ts had the rep hard set the resolution to the 1080p and after rebooting while plugged in video appeared on the external monitor both when bypassing the I/o panel and not.